Event description:
It was reported that the patient complained about the way the pacemaker device felt, like it was ¿growing whiskers.¿ follow-up with the clinic did not yield any additional information. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).